Event description:
Report received from (B)(6) which states: "vitrectomy cutter failed halfway during surgery. No pt injuries or complications reported. Proceeded with surgery by opening and using another cutter from a new pack."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The device has not been returned for evaluation.